Manufacturer narrative:
Aware date used as event date as no event date was reported. Device evaluated by MFR. Unit returned in a generic plastic bag. The unit returned has distal tip damage, as part of overall visual revision. It was found that the distal tip was peeled off and kinked. The device was measured and was measured within specifications.

Event description:
It was reported that guidewire coating issue occurred. A 300cm v-14 control wire guidewire was selected for treatment. However, it was noted that the hydrophilic coating of the guidewire came apart.

Manufacturer narrative:
Aware date used as event date, as no event date was reported.

Event description:
It was reported that guidewire coating issue occurred. A 300cm v-14 control wire guidewire was selected for treatment. However, it was noted that the hydrophilic coating of the guidewire came apart.